Event description:
The end user states that the right wheel frame has broken. The end user states that the rim has broken at a spoke. The chair is for general use at a orphanage. No further information is available.